Manufacturer narrative:
(B)(4). Concomitant medical products: 3.5x16mm rx graftmaster and 4.0x19mm rx graftmaster. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation in the proximal to mid right coronary artery (rca) that occurred during orbital atherectomy. Patient health was declining toward death but was not septic. Reportedly, three overlapping graftmaster covered stents were needed to effectively seal the perforation. A 2.8x19mm rx graftmaster and a 3.5x16mm rx graftmaster were deployed in an overlapping fashion, as planned, for complete coverage of the perforation. The perforation was not exacerbated but was discovered to be larger than initially visualized angiographically in the distal perforation segment. While the remaining uncovered distal perforation was not large, a 4.0x19mm rx graftmaster was selected as it was the only remaining size in inventory. The 4.0x19mm rx graftmster was then implanted, sealing the remaining distal perforation. None of these stent grafts leaked, none had device issues, and none exacerbated the perforation. Use of the graftmaster stents did not cause or contribute to complications or adverse events. The patient then developed abnormal lab values (including high white blood count and low red count values), acute renal failure, hyperkalemia (high potassium), rapid atrial fibrillation, increased shortness of breath, severe metabolic acidosis, became septic, and expired (B)(6) 2017 due to sepsis. A do not resuscitate (dnr) was in place for this patient. In the opinion of the physician, use of the graftmaster devices did not cause or contribute to patient death in any way. No additional information was provided.